Event description:
It was reported that during a percutaneous peripheral intervention a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the calcified and moderately tortuous left external iliac artery. The lesion was pre dilated with an unspecified device. An 8 x 120mm epic and a 10 x 60mm epic stents. The 60 x150mm mustang balloon, used for post dilation was inflated at 15atms, and ruptured on the first inflation. The procedure was completed with a 7.0 x 40mm synergy balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).